Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The 90% stenosed, 30mm in length, 2.5mm in diameter target lesion was located in a moderately tortuous and severely calcified proximal to middle left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. When the opticross¿ imaging catheter was advanced, it got stuck in the lesion. The imaging catheter was disconnected and the user then cut the catheter. A 0.25 inch non bsc wire was inserted but it was not able to release the stuck. Therefore, another non-bsc guidewire was inserted and the opticross¿ imaging catheter was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damaged/detached catheter and a damage on the guidewire exit port assembly. The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The 90% stenosed, 30mm in length, 2.5mm in diameter target lesion was located in a moderately tortuous and severely calcified proximal to middle left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. When the opticross¿ imaging catheter was advanced, it got stuck in the lesion. The imaging catheter was disconnected and the user then cut the catheter. A 0.25 inch non bsc wire was inserted but it was not able to release the stuck. Therefore, another non-bsc guidewire was inserted and the opticross¿ imaging catheter was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.